Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p30 watt console with laser settings of 0.8 joules and 8 hertz. According to the complainant, during the procedure and inside the patient, the laser fiber broke and burned the physician's hand. Reportedly, treatment for the physician's burned hand was observation for several days. The fiber fragments that fell inside the patient were retrieved by a basket. The procedure was completed with another flexiva ID fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva ID 200 laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 73 cm from the top of the connector to the break. The jacketing was slightly melted at the break. The second piece measured approximately 243.5 from the break and includes the entire distal tip. The jacketing at the break was slightly melted indicating that the fiber broke while laser energy was applied. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p30 watt console with laser settings of 0.8 joules and 8 hertz. According to the complainant, during the procedure and inside the patient, the laser fiber broke and burned the physician's hand. Reportedly, treatment for the physician's burned hand was observation for several days. The fiber fragments that fell inside the patient were retrieved by a basket. The procedure was completed with another flexiva ID fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.